Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that they were receiving an error on the controller that said settings not available. Patient stated that they had tried resetting the controller, plugging the controller into the ac power supply, but the issue was not resolved. Patient said that they could adjust the therapy down, but they couldn't increase the therapy back up. Patient noted that they normally had the intensity set at 6.8, but every time they pressed the up button, the message would appear. Agent reviewed meaning of settings not available message, role of rep and provided the nas phone number for their doctor to call. The patient was redirected to their healthcare provider to further address the issue; patient confirmed they didn't have a pain management doctor. An email was sent to the local field representatives for visibility and for a call back request; agent did not promise a timed-response. Agent included the district manager and marked the matter as 'urgent' due to the nature of call and for better visibility. An email with physician listings included was sent to the patient's wife's email address. Patient mentioned related historical information in that they used to see a primary healthcare provider at the va for their back, but that they hadn't been in to see the va in probably close to 3 years and that it had been about 5 years since they had even talked to a medtronic representative for reprogramming. Additional information from the rep indicated that the cause of settings not available was that the patient had a contact out dur to high impedances. The rep programmed around the high impedance contact on 2025-03-12, and the issue was resolved.